Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on an unknown date. During the procedure, the blade became dull. It was not reported how the case was completed, but there were no adverse patient consequences.

Manufacturer narrative:
(B) (4) - blade dull/poor cutting: conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.